Event description:
The customer reported being hospitalized for low blood glucose. Troubleshooting was not performed, and no additional information was provided at time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.